Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were no staples protruding from proximal staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, when about to staple vessel towards end of dissection and removal of kidney, reload was clamped over vessel, green button fired but could not engage the handle to begin the firing. Due to being clamped over vessel, surgeon used additional ports placed in abdomen to allow a clip applied to be inserted to legate the vessel before product removed. Surgical intervention was done and surgical time was extended due to issue with firing.